Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had multiple inappropriate shocks due to oversensing via double-counting. Two of the shocks induced an arrhythmia. During office testing, there was some noise on the baseline. The sensing vector was successfully reprogrammed. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via double-counting. Two of the shocks induced an arrhythmia. During office testing, there was some noise on the baseline. The sensing vector was successfully reprogrammed. There were no additional adverse patient effects. The system remains implanted.